Manufacturer narrative:
Model number/ catalog number: sc-2218-70, serial number: (B)(4), batch/ lot number: 5111288, model/ catalog description: linear st lead kit 70 cm. Model number/ catalog number: sc-4316, batch/ lot number: 23926532, model/ catalog description: clik anchor. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient underwent revision procedure wherein the leads and anchors were explanted due to improper healing of the incision. The patient was doing well postoperatively.